Manufacturer narrative:
Conclusion: the received information indicated that the active electrode was not fully inserted into the cochlea during initial implantation surgery, however the irc stated a full insertion. A re-insertion surgery was tried, however could not be obtained due to anatomical reasons. Additionally, damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report.

Event description:
It was reported that concerned cochlear implant was explanted. It is suspected that the initial device was not fully inserted since implantation. A revision surgery was attempted but could not be completed due to difficulties with the patients anatomy, therefore the device was explanted.

Manufacturer narrative:
(B)(4). The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that concerned cochlear implant was explanted. Reportedly, as per in situ measurements. It appeared that the electrode array was partially inserted in the cochlea though a complete insertion was reported at implantation.